Manufacturer narrative:
Results: the ace68 was kinked and deformed along its distal shaft, beginning approximately 3.0 cm from the distal tip. Flaking of the ace68 coating was observed on the distal shaft. Conclusions: evaluation of the returned devices revealed that the ace68 was kinked and flaking in its distal shaft, and the non-penumbra microcatheter was ovalized near its distal tip. These types of damages likely occurred due to forceful retraction of the devices against resistance. If the ace68 is pinned against patient anatomy or other devices in the system and is then forcefully retracted, the damages observed on the ace68 and non-penumbra microcatheter may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The non-penumbra balloon catheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute stage cerebral infarction using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced a non-penumbra balloon catheter towards the right internal carotid artery (ica). Next, the physician advanced the ace68 with a non-penumbra microcatheter and a guidewire through the balloon catheter and into the occluded portion of the middle cerebral artery (mca). The microcatheter and guidewire were then removed and aspiration was initiated with the penumbra system pump max 110v (pump max) for ninety seconds. While maintaining aspiration with the pump max, the physician removed the ace68 without any resistance. Upon removal, the physician confirmed that the tip of the ace68 was kinked. Therefore, the procedure was completed using a new penumbra system 5max ace reperfusion catheter (5max ace) and the same balloon catheter. It was confirmed that the patient achieved complete reperfusion. Additionally, there was no report of an adverse effect to the patient.